Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: soundstar catheter (catalog # unknown, lot # unknown). Carto 3 system (catalog # unknown, serial # unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left idiopathic ventricular tachycardia (idvt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, there was a drop in patient¿s blood pressure. Cardiac tamponade was confirmed by soundstar catheter. The procedure stopped. Heparin reversed with protamine was administered. Pericardiocentesis was performed, and 150-200 cc of blood fluid were removed from the pericardial space. The patient was stabilized and transferred to intensive care unit (ICU). The patient remained overnight for observation purposes. Patient¿s outcome is improved. The physician does not believe that the adverse event was caused by a bwi product malfunction. Transseptal puncture was not performed. The generator was not in use at the time of injury as no ablation was performed. The ablator was possibly in the appendage, the physician was aware of this and noticed high force values. Patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) is unknown. The product was discarded and it¿s not available to be returned for evaluation. The catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.